Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for non-malignant pain. The patient reported that they are feeling stimulation even though it is turned off via their patient programmer. No contributing factors were known. The rep indicated that they are scheduling an appointment with the patient to interrogate the device. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient feeling stimulation even though it is turned off was not determined. Per the rep the patient stated "they were not having any issues". The issue was reported to be resolved. No further information was reported.